Event description:
The pump started alarming on the morning of this report date and telemetry confirmed a critical alarm had occurred at 6:30am due to a motor stall. The stall was constant with no recovery. The health care professional tried to bolus and refill the pump but the pump was still stalled. Additional troubleshooting assistance was needed. The health care professional was advised to replace the pump if there is no known cause for the stall. It was also reviewed that the pump can be programmed to minimum rate mode if patient is managed with oral medication in case the stall recovers. There were no patient symptoms reported. The device system was used to deliver gablofen. The causality, troubleshooting/actions taken and final outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8583, lot# n239379, implanted: (B)(6) 2010, product type: accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).